Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. (B)(4) registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the stoppers of unspecified bd blood collection tubes (possible edta and/or na citrate tubes) popped off in the centrifuge. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: the date received by manufacture was reported as 10/26/2017. This date should have been 10/26/2016.